Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked up and lacerated the cystic artery. No details of how the damage was repaired. A new device was used to complete the procedure. No other details of the event were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Device's lockout fired through. The device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position.